Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony toric intraocular lens was explanted. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history could not be reviewed since the serial number is unknown. Based on the limited information available, it cannot be determined if there was a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.